Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call she experienced high blood glucose of 521 mg/dl. The customer stated that she found that the infusion set did not go into the skin. She treated with the insulin pump and drank water. Troubleshooting was not performed. Blood glucose level at the time of the call was 190 mg/dl. The device will not be returned for analysis.